Event description:
The customer reported the auxiliary tube on the subject device was clogged when preparing the device for a gastroscopy procedure. The procedure was completed using another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was no water supply from the auxiliary water channel and the foreign material could not be flushed from the channel. In addition, there was a crystal substance attached to the insertion section due to insufficient cleaning, the suction cylinder was worn, switches 1 and 2 were deteriorated, the light guide tube was deteriorated and cracked due to insufficient cleaning, a light guide lens was broken due to a shock caused by dropping or knocking the endoscope to a hard surface, and the adhesive on the objective lens was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material which was clogging the auxiliary water channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, the following factors may have contributed to the issue: pre-cleaning was not performed immediately after the previous procedure. This may have made it difficult to remove the foreign material from the auxiliary water channel. The auxiliary water channel may have been reprocessed in an insufficient manner. Non-sterile water may have been used on the auxiliary water channel. The auxiliary water inlet cap may have not been attached to the auxiliary water inlet. This may have caused the foreign substance to back-flow into the auxiliary water channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place. Backflow of contaminated material may occur and equipment damage or patient injury may result. Operation manual: 4.2 insertion: air/water feeding and suction: auxiliary water feeding: when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.